Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that he had changed the infusion set, and now the insulin pump would not prime. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He verified that insulin exited with a manual plunger push. He did not have another infusion set for testing and was advised to change the entire infusion set system as soon as possible. The customer declined to return the infusion set and reservoir for replacement and analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.